Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code on co2 channel and triggered an error message on the s5 system panel during service. The device was swapped out and the alarm stopped. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. During functional checks the co2 values on the display were slightly fluctuating thus the device was removed from service as precaution. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the affected device was received at the manufacturer site. The reported issue could not be reproduced during functional tests. Internal connectors have been reseated and cleaned. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the test performed and on the results of the investigation carried out for similar cases, the most likely root cause is poor contacts between internal components due to oxidation / dirt accumulation.

Event description:
See initial report.